Event description:
It was initially reported this patient was undergoing endoscopic treatment when the ceramic tip of the injection gold proble partially detached and was withdrawn from the patient in the scope. The procedure was successfully completed with another device. There no reported patient complications. The engineering evaluation determined the tip with needle guide tube detached. The device was returned by this manufacturer. The engineering evaluation indicated the tip with the needle guide tube assembly was detached from the catheter. The tip with needle guide tube was not received for analysis. The inner and outer diameters of the catheter were found to be within drawing specifications. The evaluation also indicated evidence of adhesive and tapping was present. A lot search was performed and there were no other complaints to date for this lot number. The company believes technique and/or patient anatomy have contributed to this event. However the company is unable to determine the relationship between the device and the cause for this event.